Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece couldn't be switched off without removing the battery. After re-inserting the battery, the machine couldn't be switched off again. There was no report of harm to patient; however there was a delay of 5 minutes in surgery time. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.